Manufacturer narrative:
(B)(4). The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. A review of the device history record for this serial number indicates all parameters and acceptance criteria were within specified limits at the time of release.

Event description:
The customer reported that the console was detecting a sponge when there is no sponge present. The sponge count was visually verified as being correct. The patient was scanned 3 times and did not receive an all clear. Another console was used to verify that count was correct. Information on the concomitant device is not available. No patient injury was reported.